Event description:
A malfunction was reported on the pump, identified by code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises.